Event description:
Patient was revised to address cyst in pelvis, pseudo-tumor, osteolysis, and massive pelvic fracture which occured four (4) months ago.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.